Event description:
The customer stated that she experienced high blood glucose levels while she was in the hospital. The customer stated that she was hospitalized due to chest pain and swelling in her legs. The reported blood glucose reading was 400 mg/dl. Troubleshooting was performed and the time was off by one hour. The basal rates were programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.